Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to bacterial infection. Reportedly, the patient was not feeling well after the procedure then experienced chills, fever, and drainage. The patient was treated with oral antibiotics. No adverse patient effects were reported. The rv lead was explanted.